Event description:
The user facility reported that an employee noticed a rash on their arm while using a via procedure kit. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
The user facility believed the employee obtained the rash due to latex within the via procedure kit. Steris confirmed the products in the kit do not have latex. Due to no malfunction or latex present, the kit was not returned for investigation. This is the only reported complaint regarding this issue for the via procedure kit and is considered an isolated event. No further investigation is required. No other issues have been reported.